Manufacturer narrative:
The manufacturer previously reported information received alleging a ventilator inoperative condition occurred while in patient use. There was no harm or injury reported. The device was returned to a third- party service center without a cover filter. During the device evaluation at a third-party service center, the customer complaint replicated due the missing cover filter. The cover filter was replaced and the device passed evaluation test. The unit software was upgraded to 1.05.10.00 version. Additionally, "the particulate filter arrived a little dirty of dust". The particulate filter and the inlet filter were replaced according to periodic maintenance requirement. The device's inlet side panel it will be replaced due cosmetic damage; muffler assembly will be replaced due to excessive dust. The tubing system pca, tubing blower chassis, tubing fio2, tubing low-flow o2 will be replaced due to saline pollution and discolored.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred while in patient use. There was no harm or injury reported. The device has been returned to a third-party service center, but evaluation has not yet begun. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the service center's investigation is complete.